Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (concentration 5mg/ml; dose 1.3mg/day), clonidine (concentration 250mcg/ml; dose 65.45mcg/day), and fentanyl (concentration 5800mcg/ml; dose 1518.4mcg/day) via an implantable infusion pump. Indication for pump use was non-malignant pain and complex regional pain syndrome. Additional patient history included back pain. On (B)(6) 2016 a pump replacement occurred as the elective replacement indicator (eri) indicated 1 month. During pre-operation, pump log interrogation indicated sequential pump motor stalls and recoveries. Pump logs showed a pump motor stall occurred (B)(6) 2016 at 05:25 with recovery at 05:30; motor stall occurred (B)(6) 2016 at 16:26 with recovery at 16:33; motor stall occurred (B)(6) 2016 at 17:19 with recovery at 17:38; motor stall occurred (B)(6) 2016 at 06:08 with recovery at 06:13; motor stall occurred (B)(6) 2016 at 15:03 with recovery at 15:42; motor stall occurred (B)(6) 2016 at 23:42 with recovery at 23:51; motor stall occurred (B)(6) 2016 at 16:31 with recovery at 16:40; motor stall occurred (B)(6) 2016 at 22:18 with recovery at 22:31. The patient denied any magnetic resonance imaging (MRI) around the dates of the motor stalls. It was unknown what led to the motor stalls. No further diagnostics or troubleshooting was performed. The pump had already been scheduled to be replaced due to the eri on (B)(6) 2016 and thus no intervention was taken in regards to the motor stalls. No patient symptoms were reported. The issue was not resolved at the time of the report and patient status was alive with no injury.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. Analysis of the pump (B)(4) found a hole in the pump tube/mechanical wear and over infusion with an undetermined root cause. Analysis of the catheter (B)(4) found a hole in the catheter body that was not user related. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.